Manufacturer narrative:
Eua # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing for sars cov-2 with bd rapid detection of sars-cov-2 veritor¿ the cartridge showed a pink groove present and a positive result was obtained by the analyzer. Sample retested and new cartridge used, there was no noticeable defect and result was negative. No confirmatory testing was performed. There was no report of patient impact. Eua # (B)(4). The following information was provided by the initial reporter: customer reports there was a noticeable defect within the window of the testing cartridge. As the fluid flowed from bottom to top, customer notes there was a pink groove present. Once inserted in the cartridge, the result output was pos by the analyzer, however, when retested using a new cartridge, customer reports no noticeable defect with an output of neg. Customer sought assistance with result interpretation, wanting to know which result should be reported. Nedjy jules snead : 2021-12-20 21:55:26 (gmt) § customer problem: customer seeks assistance on how to properly interpret result output by 256066 when using 256089. Customer reports there was a noticeable defect within the window of the testing cartridge. As the fluid flowed from bottom to top, customer notes there was a pink groove present. Once inserted in the cartridge, the result output was pos by the analyzer, however, when retested using a new cartridge, customer reports no noticeable defect with an output of neg. Customer sought assistance with result interpretation, wanting to know which result should be reported. If media performance issue provide organism atcc strain information (if applicable): na. Steps taken with customer/troubleshooting: I advised the customer that it is not my place to have the customer choose which result should be accepted. I further explained that since there was a noticeable defect within the window which may have played a part in the result being pos at first, the customer's practice of repeating the test was correct. In addition, it was explained that if there was any doubt about the result, the customer should confirm with pcr testing. I offered to pursue this case as a discrepant result complaint but customer vehemently denied as he proclaimed he was still assisting the patient and seemed to be in a rush. Customer requested a replacement but it was explained to him that in order for this to granted, I would have to request that he send back the kit and provide photographic proof. Customer denied wanting to move forward with these steps and rushed off the phone.

Manufacturer narrative:
H6: investigation: this statement is to summarize the investigation results regarding the complaint that alleges discrepant result when using rapid detection of sars-cov-2 veritor ce (material # 256089), batch number 1077985. Bd quality performs a systematic approach to investigate discrepant result complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends.

Event description:
It was reported that while testing for sars cov-2 with bd rapid detection of sars-cov-2 veritor¿ the cartridge showed a pink groove present and a positive result was obtained by the analyzer. Sample retested and new cartridge used, there was no noticeable defect and result was negative. No confirmatory testing was performed. There was no report of patient impact. Eua # (B)(4). The following information was provided by the initial reporter: customer reports there was a noticeable defect within the window of the testing cartridge. As the fluid flowed from bottom to top, customer notes there was a pink groove present. Once inserted in the cartridge, the result output was pos by the analyzer, however, when retested using a new cartridge, customer reports no noticeable defect with an output of neg. Customer sought assistance with result interpretation, wanting to know which result should be reported. (B)(6): (B)(6) 2021 21:55:26 (gmt) customer problem: customer seeks assistance on how to properly interpret result output by 256066 when using 256089. Customer reports there was a noticeable defect within the window of the testing cartridge. As the fluid flowed from bottom to top, customer notes there was a pink groove present. Once inserted in the cartridge, the result output was pos by the analyzer, however, when retested using a new cartridge, customer reports no noticeable defect with an output of neg. Customer sought assistance with result interpretation, wanting to know which result should be reported. If media performance issue provide organism atcc strain information (if applicable): na. Steps taken with customer/troubleshooting: I advised the customer that it is not my place to have the customer choose which result should be accepted. I further explained that since there was a noticeable defect within the window which may have played a part in the result being pos at first, the customer's practice of repeating the test was correct. In addition, it was explained that if there was any doubt about the result, the customer should confirm with pcr testing. I offered to pursue this case as a discrepant result complaint but customer vehemently denied as he proclaimed he was still assisting the patient and seemed to be in a rush. Customer requested a replacement but it was explained to him that in order for this to granted, I would have to request that he send back the kit and provide photographic proof. Customer denied wanting to move forward with these steps and rushed off the phone.